Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in critical care unit for ventricular tachycardia related to the patient's disease. Upon device interrogation, the left ventricular lead exhibited loss of capture. Review of x-ray revealed the lead was dislodged. The lead could not be repositioned as the stylet could not be inserted anymore. The patient continued to experience ventricular tachycardia throughout the procedure and remained stable. The lead was explanted and replaced. The patient was in stable condition post procedure.